Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review / investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Gtin unavailable, product made prior to gtin compliance date without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the prodisc-c tamp, head of the instrument has broken off during a case. The surgeon used a bone tamp to final impact the device. It is unknown if there was a surgical delay. Patient and procedure outcome are unknown. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: device was not returned. Visual inspection of the provided image confirmed the reported condition of device breakage. The photo shows the distal tip of the device has broke off and remains in the mating positioner head (concomitant device). The photo is blurry and therefore the lot# could not be identified, and therefore a manufacturing record evaluation could not be performed. Design drawing was reviewed. No product design issues or discrepancies that would contribute to the reported complaint condition were identified during this investigation. Investigation conclusion: a definitive root cause could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.